Manufacturer narrative:
Patient weight is unknown. Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 68281.

Event description:
It was reported patient experienced pain at the pocket site and patient was unable to get an MRI because one lead had high impedances on contacts 1-8. As such surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg and leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.